Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an truetome 44 was attempted to be used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat gallbladder stones performed on (B)(6) 2025. During the procedure, the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results the returned truetome 44 was analyzed, and a visual inspection found that the distal pierced hole (tome's extrusion) was torn; therefore, this last condition displaced the cutting wire anchor from its original position (the wire anchor is still within the catheter), the cutting wire wasn't broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was not confirmed. The results of the analysis performed on the returned device found that the distal pierced hole was torn (working length torn). The working length torn at the pierce hole could have been caused by submitting the catheter to tension forces during the handle actuation, also bowing the device without being completely out of the scope can lead to tear it and displace the cutting wire anchor from its position. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an truetome 44 was attempted to be used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat gallbladder stones performed on (B)(6) 2025. During the procedure, the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.